Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that patient had pericardial effusion. During the procedure farawave catheter was selected for use. Physician mentioned that before transseptal puncture, the patient had a unusual anatomy and the fossa was very thick, which made difficult to cross. Once transseptal puncture was completed, the dilator was inserted into the left atrium. However, the sheath would not insert into the left atrium with moderate pressure applied. Thus, a versacross 8.5f non steerable sheath was used to dilate the septum and e versacross connect for faradrive dilator was inserted into the left atrium. Then the dilator was placed back in the faradrive, the faradrive was inserted into the left atrium and the procedure was completed successfully. However, next day the patient had an effusion, and had to be re-admitted. No further information was provided.